Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported that the battery on the transmitter is dead. No medical intervention was reported. Additional event or patient information is not available.